Event description:
Pt had bard recovery ivc filter placed for lower extremity deep venous thrombosis. Pt came into ed 2 months later in heart failure and on chest x-ray was noted a piece of the filter in pt's heart. The rest of the filter still in vc. Md elected to leave the piece in heart alone since most likely embedded. Ten days later md unsuccessfully attempted removal of the rest of the filter in vc.